Event description:
Consumer received 3rd degree burns to face because the referenced tanning salon had replaced the 30 min. Bulbs in their beds with 20 min. Bulbs. In addition, the black glass face shield that is to protect the face was not attached to the bed. Reporter stated that they were told that the injury happened last weekend and that consumer was being treated in the burns unit of the hosp. Board of cosmetology is currently at the suspect tanning parlor examining their records.